Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert on the right ventricular (rv) lead for noise, oversensing on stored electrograms and numerous short ventricle to ventricle intervals. The interrogation also noted high thresholds on the left ventricular (lv) lead. Both the rv and the lv leads remain in use. No patient complications have been reported as a result of this event.